Manufacturer narrative:
The reported complaint of user being able to pair a different alp with an active vlp without performing the unpair operation was confirmed. This is a functionality that is available by the merlin programmer 3650 and there was issue found with the leadless pacemaker. The device is performing per design.

Event description:
Related manufacturer reference number: 2017865-2025-11161. It was reported that the patient presented for an implant procedure. During the procedure the delivery catheter broke, and it could not be separated from the atrial leadless pacemaker. The device was not used, and a new one was implanted. Once the new atrial leadless pacemaker was implanted, it was noted that the old device automatically and unexpectedly unpaired and the new one paired with the existing ventricular leadless pacemaker without programming it to do so. The new device remained implanted. The patient was stable throughout procedure.